Event description:
Boston scientific received information that this right ventricular (rv) lead was partially capped at the rate/sense portion of the lead because of a loss of capture (loc) at maximum outputs and no sensing. The shocking portion of the lead remains in service. The physician believes it may be a result from changes in the patient's tissue condition. A new non boston scientific lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The lead remains partially abandoned and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.